Event description:
It was reported, the pt experienced a loss of therapeutic effect. It was stated, the pt's device turned off when they walked through the security gates of a building. It was stated, the pt had turned their device back on. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)